Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock for atrial fibrillation with rapid ventricular response. Programming changes were implemented. The patient was in stable condition.

Manufacturer narrative:
Correction: section b2 - "required intervention to prevent permanent impairment/damage (devices)" should have been selected instead of "other serious (important medical events)" in initial report.